Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a hole 0.7 mm in diameter located in the tubing. Pressure test and clear passage under water was performed and failed due to the hole. The reported problem of leak-cut slice hole was verified. The cause of the condition was determined to be machine misalignment during assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked saline. After priming, a leak was observed from the bottom of the back of the check valve. There was no patient involvement. No additional information is available.